Manufacturer narrative:
The device was received by depuy synthes. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental MDR will be sent. Ref: (B)(4).

Event description:
Report from the USA stating that there was rattling noise from the inside of the device. It is known that the device was not used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.